Event description:
When customer went to the hospital for a condition not related to diabetes, her glucose was tested. It was reported customer's meter read 133 mg/dl at the same time the hospital measured 71 mg/dl. Reporter stated the hospital gave her dietary adjustments as a result however no medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.